Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 278 and 183mg/dl. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): the 173mg/dl (B)(6) 2017 06:30 am fasting: yes, the 158mg/dl (B)(6) 2017 06:30 am fasting: yes, the 152mg/dl (B)(6) 2017 06:30 am fasting: yes, the 183mg/dl (B)(6) 2017 06:35 am fasting: yes, the 278mg/dl (B)(6) 2017 06:30 am fasting: yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Correction: product received on 4/17/2017 and was evaluated. Update the device evaluated to yes and product received date.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 278 and 183mg/dl. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).